Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had high pacing capture threshold (pct). The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event. It was later noted the patient died approximately 4 months after device replacement - "no device malfunction was suspected." The cause of death has been requested and not received.